Event description:
During open shoulder surgery, the surgeon attempted to implant the arthrex bio corkscrew 5.5mm with #2 fiberwire and #2 tigerwire. The eyelet of the device pulled through the anchor and the surgeon was unable to implant.